Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted. The patient's post-implant drug regimen was eliquis. At the routine 45-day follow up, transesophageal echocardiogram was performed, and a device-related thrombus was identified. The patient's medication was adjusted in response to the event.